Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse calibrated the laser and replaced the top cover. The reported event was confirmed. The replaced top cover was returned for analysis to our post market quality assurance laboratory. Visual analysis identified that the top cover was in good physical condition. The functional testing found that the cladding ring was out of place. With the cladding ring out of place, the laser energy was being reflected from the outer ring and hitting the fiber connector causing the overheating condition. The console was installed on (B)(6) 2022. The system was last serviced on (B)(6) 2023. The console was fully functional with no issues from that time until the reported event date of (B)(6) 2023. Based on the information available, and analysis results, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the start of a photoselective vaporization of the prostate (pvp) procedure the fiber port overheated. Another fiber was tried with the same results, the procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that during the start of a photoselective vaporization of the prostate (pvp) procedure the fiber port overheated. Another fiber was tried with the same results, the procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.